Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer questioned the results for multiple assay tested on the cobas b 123 instrument and stated the physician had questioned the results from the b 123 for a "couple" of weeks. Only data for one discrepant lactate result was provided. The initial lactate result was 6.1 mmol/l and was reported outside the laboratory. The customer delayed the patient's discharge and sent the sample to the laboratory. The lactate result was 3.5 mmol/l in the laboratory. There was no allegation of an adverse event. The customer has since discontinued using the b 123. The lactate lot number and expiration date were not provided.

Manufacturer narrative:
No indication for a product problem could be found. Production records were checked and no abnormality was found. The investigation is ongoing.

Manufacturer narrative:
The calibration signals and qc were in range.